Event description:
It was reported that during a ptca procedure, the balloon catheter became stuck in the lesion during removal and was removed without incident. No patient injuries or complications occurred.